Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient's wife reported that the patient suffers from pain and secretion from the peg site. A video call with the patient noted that the "secretion from the peg site looks normal for a wound of a few days." The patient's gastroenterologist recommended fucidin cream and to change the bandage twice a day. On (B)(6) 2021, "the patient was referred to the ER due to feces secretion from the peg and was hospitalized for observation." On (B)(6) 2021, the patient's wife reported that the patient had an operation to drain an abscess that was around the peg tube. It was reported on (B)(6) 2021, that the patient was administered the antibiotic tazocin.